Manufacturer narrative:
Pressing the power button on the ups resolved the issue. There was no patient harm reported. Investigation result: the device was put into service on 12/30/2018. The warranty expires on 12/29/2020. There are no other service tickets created for this device. The service history for this customer shows there were no other incidents reported on the day of the event, (B)(6) 2019. The issue was caused by the loss of power to the cns. The root cause is unknown.

Event description:
The nurse reported that the central nurse's station (cns) shut down unexpectedly and was stuck in a boot loop.

Manufacturer narrative:
H10: additional narrative: customer reported device shut down unexpectedly and now it's stuck in a boot loop. Customer was unsure of how it happened. Customer then pressed and held the power button the ups to bring the cns back up and it started without issue. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: device was put into service on 12/30/2018. Warranty expires on 12/29/2020. There are no other service tickets created for this device. Service history for this customer shows there were no other incidents reported on the day of the event, (B)(6) . The issue was caused by the loss of power to the cns. The root cause is unknown. Update 7/16/2019: review of the device history record (DHR) shows that the unit has no history of CAPA, ncmr, refurbishing, or other suspected defects (see attached). Corrected information: d4. Model number

Event description:
The nurse reported that the central nurse's station (cns) shut down unexpectedly and was stuck in a boot loop.